Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the device was dropped on its side in the garage concrete floor and the hosing on the top left corner was broken and the screen went black. Customer's blood glucose was unknown. Customer was advised the device needed to be replaced and customer agreed.